Manufacturer narrative:
Pump analysis results low battery reset with an undetermined cause and gear train anomaly in the pump motor, specified as corros ion/wear/lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) and a company representative regarding a (B)(6), male patient who was receiving clonidine 200mcg/ml at 199.94 mcg/day and morphine 20mg/ml at 19.994 mg/day (also reported as dilaudid 20mg/ml at an unknown dose and clonidine 200mcg/ml at an unknown dose) via an implantable pump for non-malignant pain. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, a pump alarm was heard and confirmed by telemetry. The pump was interrogated and the logs showed multiple resets and low battery resets occurred. A reset -low battery occurred on (B)(6) 2016 at 02:54 followed by a reset and another reset -low battery at 02:55. A reset followed by a reset -low battery occurred again at 02:56, 02:57, 02:58, 02:59, 03:30, 03:01, and 03:02. It was also reported that a pump memory error and a drug infusion data was inv alid occurred. There was no electromagnetic inference (emi) that they were aware of. No patient symptoms were reported. On (B)(6) 2016, the pump was replaced. As of (B)(6) 2016, it was unknown if the issue resolved. The patient's status was reported as "alive - no njury."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.